Manufacturer narrative:
This report is submitted january 20, 2017.

Manufacturer narrative:
This report is submitted on december 19, 2016.

Event description:
Per the patient's surgeon the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.